Event description:
It was reported by the customer that a pyxis medstation es system was experienced an error while trying to add temporary patients or generate reports at the device. The customer reported that the malfunction occurred when user tried to issue medication to patient, and there was a delay in dispensing medications to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user was unable to temporary patients or generate reports at the device. A technical support specialist cleared up space from the dump files to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.